Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had knee surgery in 2019 and a healthcare provider (hcp) called patient services (ps) to place pt in MRI mode and pt stated "it felt like it was just different" after that. Pt stated then about 6 months ago, they started having to charge once about every 3 days when they used to only have to charge once a week. Pt stated they haven't changed their settings in about 3 years. Pt also commented that they can tell when their ins battery is low because they feel "extra jumps and things". Pt also commented they "have had surgeries, MRI's, you name it". Pt stated they just retired because they're having so many problems. Pt stated they have been hit in the back. Pt also stated they a lumpectomy in (B)(6) 2014 and in (B)(6) 2014 they had a procedure done on their left arm due to carpal tunnel. Pt inquired if having unrelated surgeries would have an impact on the battery life of their ins. Ps reviewed information. Ps redirected pt to their hcp to address concerns of having to charge their ins more frequently. No symptoms were reported.